Event description:
The customer reported that the system was intermittently unable to perform fluoroscopic x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as further repair information is not available. The customer declined further service.